Manufacturer narrative:
Event summery: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient¿s lead became dislodged and migrated into the right atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth.